Event description:
It was reported the patient had three episodes of feeling light-headed with retching and 'breaking out in a soaking sweat.' Two episodes on syncope were also reported. It was noted the patient 'had one today.' The patient went to the emergency room (ER). An electrocardiogram was taken which showed 'no change.' It was also noted that 'blood work,' a chest x-ray, and urinalysis were completed and there was 'nothing there' with all three. It was indicated that patient checked out 'ok.' It was stated that before going to the ER, the patient's blood pressure was taken by the patient's wife and it was 'much lower than normal.' Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7436, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient product ID 64001, lot# n308427, implanted: 2012-(B)(6), product type adapter product ID 3708660, serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID 3708660, serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID 3389s-40, lot# v104410, implanted: 2008-(B)(6), product type lead, product ID 3389s-40, lot# v104410, implanted: 2008-(B)(6), product type lead. (B)(4).